Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the device damage that was reported, the most likely cause for the reported failure can be attributed to misuse.

Event description:
On 09/27/2021 it was reported by a facility representative via (B)(4) that an ar-2385-10 blade is damaged. No additional information was provided. This was discovered during a case, with no patient effect reported.